Manufacturer narrative:
Adverse event (ae) assessment: the patient reported that the v-go released /popped out without being pressed prior to 24 hours of placement. If the start button does not click or releases prior to 24 hours the v-go device will stop and not deliver the insulin resulting in elevated blood sugar readings. V-go was removed and replaced. Blood sugars improved with placement of a new v-go device. The patient has followed up with his medical provider. The plan is to change to the v-go 30 device due to elevated blood sugar readings. No medical follow up was reported. It is possible that the v-go device contributed to this adverse event, with no serious injury.

Event description:
The patient reported that the needle of the v-go released / popped out before the 24-hours of wear. The patient has been having elevated blood glucose levels. No device is available for return to the manufacturer for evaluation.